Manufacturer narrative:
Correction: h3. Yes. H6. Investigation findings: 3207, 3211. Investigation conclusions: 61. Device evaluation: the collet of the tulip has been rotated 90 degrees clockwise from its normal loaded and deployed condition. Wear marks on the inside of the tulip body suggest that the tulip was properly deployed initially then rotated 90 degrees post deployment. With the collet pushed through the bottom of the tulip, the connection strength of the collet and shank is reduced, allowing the shank to disengage from the tulip. Rotation of the collet in the tulip post deployment due to hubbing caused the collet wings to enter the rod slot. The wings of the collet fully entered the rod slot and thus were not able to withstand the reduction forces of the rod and set screw causing the collet to pull through the bottom of the tulip and lead to the eventual disengagement of the shank from the tulip. Labeling review: warnings/cautions/precautions: risk factors that may affect successful surgical outcomes include alcohol abuse, obesity, patients with poor bone, muscle and/or nerve quality. Patients who use tobacco or nicotine products should be advised of the consequences that an increased incidence of non-union has been reported with patients who use tobacco or nicotine products. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components. Postoperative management: the surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, fall, jolts or other movements preventing proper healing and/or fusion development. Implant devices should be revised or removed if bent, dislocated, or broken. Immobilization should be considered in order to prevent bending, dislocation, or breakage of the implant device in the case of delayed, mal-union, or non-union of bone. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.

Manufacturer narrative:
The explants are currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the modular tulip had disengaged from the shank three days postoperatively. The original surgery was on (B)(6) 2025. Revision surgery occurred on (B)(6) 2025 to remove the tulip, rod, and set screw.